Event description:
The customer's son reported hospitalization due to high blood glucose and insulin pump alarmed no delivery. Troubleshooting was done. Customer blood glucose was 360 mg/dl and treated with insulin pump. Customer's blood glucose at the time of hospitalization was 580 mg/dl. Customer was treated with insulin over the IV to get it in control. Customer was not wearing the insulin pump at the time of the hospitalization. He was disconnected with the insulin pump in the morning when the site pulled out when he stood up out of the bed. He was brought to hospital from 12pm - 3pm. Customer stated that he is taking prednisone for lung treatment and is making his blood glucose high. Advised the customer the bent cannula along with running out of insulin and taking prednisone could contribute to his high blood glucose. The last blood glucose was 345 mg/dl. Advised to change the entire set, reservoir and treat per health care provider's instruction. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.